Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the patient was having issues warming on the arcticsun device. The patient was 35.3c, the target was 36.5c, the water was 31.6c, the flow rate was 0.4l/min, and the inlet pressure was -7psi. Per troubleshooting, the nurse noted a loop in the tubing. The pad was disconnected and adjusted. The flow rate increased to 0.9l/min and the water was 39c by the end of the call. Additional information was received on 08jan2020 from the nurse, and she stated the patient completed therapy on the device. She believed the issue was the tubing not being straight. The flow rate remained the same, and she agreed to have the pad sent for evaluation.